Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse with supplemental information provided by a consumer from (B)(6) of a patient who did not wear a mask, fever, and peritonitis coincident with dianeal pd2 1.5% therapy. On an unreported date in 2009, the patient began treatment with dianeal pd2 1.5% therapy (dose, frequency and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). Action taken with dianeal therapy was not reported. During a call, the following was reported. On an unreported date, the patient did not wear a mask, which caused peritonitis on (B)(6) 2012. On (B)(6) 2012, the patient also experienced fever. On the same day, the patient was hospitalized for peritonitis, manifested by abdominal pain and cloudy effluent. The treatment rendered for peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As this is a report of use error with no allegation of product malfunction, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the prevention of the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.